Event description:
The customer reported the device had a screen (display) that was hard to read (pixelated). There was reported patient involvement with no adverse impact.

Manufacturer narrative:
(B)(4). The customer reported the device had a screen (display) that was hard to read (pixelated). There was reported patient involvement with no adverse impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.